Manufacturer narrative:
Updated b5.

Event description:
The following was reported to gore from the imedidata database: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis devices, gore® molding & occlusion balloon catheter and gore® dryseal flex introducer sheath devices. On the same day, the patient developed cholesterol crystal embolism which was related to treatment/procedure. The following medications were administered for its management: acetaminophen on (B)(6) 2025; mirogabalin besilate on (B)(6) 2025; and tramadol hydrochloride on (B)(6) 2025. This adverse event was resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the imedidata database: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis devices, gore® molding & occlusion balloon catheter and gore® dryseal flex introducer sheath devices. On the same day, the patient developed cholesterol crystal embolization which was related to treatment/procedure. The following medications were administered for its management: acetaminophen on (B)(6) 2025; mirogabalin besilate on (B)(6) 2025; and tramadol hydrochloride on (B)(6) 2025. This adverse event was resolved without sequelae on september 12, 2025.